Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958, implantable tachy lead, implanted: (B)(6) 2005; 6947, implantable tachy lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead became dislodged during a procedure for a right ventricular (rv) lead laser extraction. The physician decided to extract the ra lead as the patient is in chronic atrial fibrillation (af) and does not require a ra lead. No patient complications have been reported as a result of this event.